Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a power on reset occurred. It was noted a write to locked ram por occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a power on reset (por). It was noted the ICD was reprogrammed, consequently reset and remains in use. No patient complications have been reported as a result of this event.